Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a pair of isocool forceps would not coagulate correctly. The tips were replaced to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
A pair of isocool bipolar tips were returned for evaluation with no visual abnormalities observed. On (B)(6) 2019, a multimeter was used to measure the resistance between two points along each tip. Both tips produced a current. Therefore, this complaint is not confirmed. The complaint condition was not able to be replicated. The device did not contribute to the complaint condition. Product review showed that all parameters met the specifications. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.